Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The caller did not recall any significant events leading to the motor error issues. The customer was unable to rewind the pump. The customer was advised to revert to a back-up plan per health care professional's instruction, and that the pump will have to be replaced and returned. The customer was advised to consult their health care professional about pump replacement and call back if they need a loaner pump in the meantime. No products were shipped or returned.